Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterine perforation"), device expulsion ("migration of the device into the uterus") and mental disorder ("psychological disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mental disorder (seriousness criterion disability), swelling ("swelling"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia"), alopecia ("alopecia"), tooth loss ("dental losses"), abdominal pain upper ("gastric pains"), premature menopause ("early menopause") and allergy to metals ("allergic reaction of nickel") with eczema. The patient was treated with surgery (total hysterectomy to remove essure). Essure was removed. At the time of the report, the uterine perforation, device expulsion, mental disorder, swelling, pelvic pain, metrorrhagia, alopecia, tooth loss, abdominal pain upper, premature menopause and allergy to metals outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, device expulsion, mental disorder, metrorrhagia, pelvic pain, premature menopause, swelling, tooth loss and uterine perforation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04_jun_2018 for the following meddra preferred terms: 1. Uterine perforation: the analysis in the global safety database revealed 1331 cases. 2. Device expulsion: the analysis in the global safety database revealed 839 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 30-may-2018: essure insertion date, events swelling, pelvic pain, uterine perforation, metrorrhagia, eczemas, alopecia, dental losses, gastric pains, early menopause, allergic reaction of nickel, psychological disorders and migration of the device into the uterus added. She had to remove the contraceptive device with a total hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / organ perforation') and device expulsion ('migration of the device into the uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower ("hypogastric pain"), 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), device expulsion (seriousness criterion intervention required), pelvic pain ("pelvic pain"), allergy to metals ("allergic reaction of nickel") with eczema, polymenorrhagia ("polymenorrhoea and heavy menstrual bleeding"), genital haemorrhage ("hemorrhage"), intermenstrual bleeding ("metrorrhagia"), coital bleeding ("postcoital bleeding"), polycystic ovaries ("polycystic ovaries"), premature menopause ("early menopause"), swelling ("swelling"), alopecia ("alopecia"), abdominal pain upper ("gastric pains"), tooth loss ("dental losses") and mental disorder ("psychological disorders"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, intermenstrual bleeding, premature menopause and mental disorder outcome was unknown and the pelvic pain, abdominal pain lower, allergy to metals, polymenorrhagia, genital haemorrhage, coital bleeding, polycystic ovaries, swelling, alopecia, abdominal pain upper and tooth loss had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, coital bleeding, device expulsion, genital haemorrhage, intermenstrual bleeding, mental disorder, pelvic pain, polycystic ovaries, polymenorrhagia, premature menopause, swelling, tooth loss and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: immediately after implantation, the plaintiff started feeling discomfort; for this reason, the day after implantation, she went to the hospital complaining of hypogastric pain. Despite having been operated to remove the essure on (B)(6) 2017, she continues to suffer numerous damages and symptoms (the sequelae are not yet consolidated): swelling, allergic reaction, excessive bleeding, pelvic pain, organ perforation, haemorrhage, eczema on the entire body, gastric pain, hair loss, tooth loss, polymenorrhoea, heavy menstrual bleeding, polycystic ovaries and postcoital bleeding. She had to go several times to the emergency room (ER) due to pain after the surgery to remove the essure. Specifically, on (B)(6) 2017 she went to the ER complaining of hypogastric pain; that day she was discharged for observation at home. On (B)(6) 2017, she returned to the ER for bleeding and was discharged that day. On (B)(6) 2017, she returned to the ER for menstrual-like bleeding and was discharged that day with the recommendation to continue her sick leave for at least 2-3 weeks. On (B)(6) 2017, she returned to the gynaecology and obstetrics ER for menstrual-like bleeding; she was discharged that day with the recommendation to rest. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / organ perforation') and device expulsion ('migration of the device into the uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal history. On (B)(6)-2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain lower ("hypogastric pain"), 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), device expulsion (seriousness criterion intervention required), pelvic pain ("pelvic pain"), allergy to metals ("allergic reaction of nickel") with eczema, polymenorrhagia ("polymenorrhoea and heavy menstrual bleeding"), genital haemorrhage ("hemorrhage"), intermenstrual bleeding ("metrorrhagia"), coital bleeding ("postcoital bleeding"), polycystic ovaries ("polycystic ovaries"), premature menopause ("early menopause"), swelling ("swelling"), alopecia ("alopecia"), abdominal pain upper ("gastric pains"), tooth loss ("dental losses") and mental disorder ("psychological disorders"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, intermenstrual bleeding, premature menopause and mental disorder outcome was unknown and the pelvic pain, abdominal pain lower, allergy to metals, polymenorrhagia, genital haemorrhage, coital bleeding, polycystic ovaries, swelling, alopecia, abdominal pain upper and tooth loss had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, coital bleeding, device expulsion, genital haemorrhage, intermenstrual bleeding, mental disorder, pelvic pain, polycystic ovaries, polymenorrhagia, premature menopause, swelling, tooth loss and uterine perforation to be related to essure. The reporter commented: immediately after implantation, the plaintiff started feeling discomfort; for this reason, the day after implantation, she went to the hospital complaining of hypogastric pain. Despite having been operated to remove the essure on (B)(6)2017, she continues to suffer numerous damages and symptoms (the sequelae are not yet consolidated): swelling, allergic reaction, excessive bleeding, pelvic pain, organ perforation, haemorrhage, eczema on the entire body, gastric pain, hair loss, tooth loss, polymenorrhoea, heavy menstrual bleeding, polycystic ovaries and postcoital bleeding. She had to go several times to the emergency room (ER) due to pain after the surgery to remove the essure. Specifically, on (B)(6)2017 she went to the ER complaining of hypogastric pain; that day she was discharged for observation at home. On (B)(6)2017, she returned to the ER for bleeding and was discharged that day. On (B)(6)2017, she returned to the ER for menstrual-like bleeding and was discharged that day with the recommendation to continue her sick leave for at least 2-3 weeks. On (B)(6)2017, she returned to the gynaecology and obstetrics ER for menstrual-like bleeding; she was discharged that day with the recommendation to rest. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: consumer provided claim, reporter added. No relevant personal history. Implantation for contraception in (B)(6)2012.essure removed on (B)(6)-2017. Events were added: abdominal pain lower (since one day after implantation), polymenorrhoea, polycystic ovaries and postcoital bleeding, genital hemorrhage, heavy menstrual bleeding. Comment was added: despite having been operated to remove the essure, she continues to suffer numerous damages and symptoms (the sequelae are not yet consolidated): swelling, allergic reaction, excessive bleeding, pelvic pain, organ perforation, haemorrhage, eczema on the entire body, gastric pain, hair loss, tooth loss, polymenorrhoea, heavy menstrual bleeding, polycystic ovaries and postcoital bleeding. She had to go several times to the emergency room due to pain after the surgery to remove the essure. On (B)(6)2021: no new information based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional via a lawyer and describes the occurrence of uterine perforation ('uterine perforation / organ perforation'), device expulsion ('migration of the device into the uterus') and device dislocation ('difficult visualization of essure on transvaginal echo') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iliac fossa pain on (B)(6) 2011, hypogastric pain in 2009, secondary amenorrhoea in 2009, renal colic in 2008, obesity (weight 100) in 2006, eating disorder in 1999, depressive disorder, secondary infertility (female), spontaneous abortion (7 weeks), abortion (12 weeks (voluntary interruption of pregnancy)), anovulation, gravida ii ((B)(6) 2007), parity 2 ((B)(6) 2008, 2nd on (B)(6) 2010) and menses irregular with excessive bleeding. Date of last menstruation on (B)(6) 2010. Previously administered products included for secondary amenorrhoea: progesterone in 2009; for ovarian cyst: oral contraceptive in 2007; for chronic anovulation: clomiphene in 2006; for an unreported indication: mirena from (B)(6) 2010 to (B)(6) 2022, enantyum on (B)(6) 2011, nolotil on (B)(6) 2011, clomiphene in 2007, blastostimulin in 2007, oral contraceptive in 2007, metformin in 2006, (B)(6) 35 and omeprazole. Concurrent conditions included dyspareunia since (B)(6) 2011, coital bleeding since 2007 and polycystic ovaries since 2006. Concomitant products included levonorgestrel (mirena) since (B)(6) 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced post procedural discomfort ("discomfort in the hypogastrium after placement of essure"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain lower ("hypogastric pain recurrent"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea of two months"). On (B)(6) 2016, the patient experienced muscle spasms ("cramps in lower limbs"). On (B)(6) 2016, the patient experienced pelvic fluid collection ("low amount of free fluid"). On (B)(6) 2016, the patient experienced heavy menstrual bleeding ("abundant periods") and adnexa uteri pain ("pain in the left ovary"). On (B)(6) 2016, the patient experienced abdominal pain upper ("gastric pains / stomach pain"). In 2017, the patient experienced menopause ("menopause"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") with abdominal pain lower, pyrexia and abdominal pain lower. On (B)(6) 2017, the patient experienced haemorrhagic ovarian cyst ("hemorrhagic follicle / left adnexa with formation of 22 mm compatible with hemorrhagic follicle") and post procedural haemorrhage ("she continues with metrorrhagia, she reports that the bleeding has increased / bleeding after surgical intervention"). On (B)(6) 2018, the patient experienced mixed incontinence ("mixed urinary incontinence") and nocturia ("nocturia of 4-5 daily episodes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), device expulsion (seriousness criterion intervention required), pelvic pain ("pelvic pain"), allergy to metals ("allergic reaction of nickel") with eczema, polymenorrhagia ("polymenorrhoea and heavy menstrual bleeding"), genital haemorrhage ("hemorrhage"), intermenstrual bleeding ("metrorrhagia recurrent"), coital bleeding ("postcoital bleeding"), polycystic ovaries ("polycystic ovaries"), premature menopause ("early menopause"), swelling ("swelling"), alopecia ("alopecia"), tooth loss ("dental losses"), mental disorder ("psychological disorders") and dyspareunia ("intercourse pain"). The patient was treated with antiinflammatory agents, non-steroids and antiinfectives in combination, corticosteroids, dexketoprofen, ibuprofen, metamizole, metamizole magnesium (nolotil), oral contraceptive nos, paracetamol, progesterone, tranexamic acid (amchafibrin), norethisterone acetate (primolut nor 10 mg) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, intermenstrual bleeding, premature menopause, mental disorder, post procedural discomfort, dyspareunia, amenorrhoea, muscle spasms, pelvic fluid collection, heavy menstrual bleeding, adnexa uteri pain, urinary tract infection, haemorrhagic ovarian cyst, post procedural haemorrhage, mixed incontinence, nocturia and menopause outcome was unknown and the pelvic pain, abdominal pain lower, allergy to metals, polymenorrhagia, genital haemorrhage, coital bleeding, polycystic ovaries, swelling, alopecia, abdominal pain upper and tooth loss had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, coital bleeding, device dislocation, device expulsion, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, intermenstrual bleeding, menopause, mental disorder, mixed incontinence, muscle spasms, nocturia, pelvic fluid collection, pelvic pain, polycystic ovaries, polymenorrhagia, post procedural discomfort, post procedural haemorrhage, premature menopause, swelling, tooth loss, urinary tract infection and uterine perforation to be related to essure. The reporter commented: essure device placed satisfactorily. Patient assessment: not painful. Ultrasound is performed after insertion. Despite having been operated to remove the essure on (B)(6) 2017. She continues to suffer numerous damages and symptoms (the sequelae are not yet consolidated): swelling, allergic reaction, excessive bleeding, pelvic pain, organ perforation, haemorrhage, eczema on the entire body, gastric pain, hair loss, tooth loss, polymenorrhoea, heavy menstrual bleeding, polycystic ovaries and postcoital bleeding. She had to go several times to the emergency room (ER) due to pain after the surgery to remove the essure. Specifically, on (B)(6) 2017 she went to the ER complaining of hypogastric pain; that day she was discharged for observation at home. On (B)(6) 2017, she returned to the ER for bleeding and was discharged that day. On (B)(6) 2017, she returned to the ER for menstrual-like bleeding and was discharged that day with the recommendation to continue her sick leave for at least 2-3 weeks. On (B)(6) 2017, she returned to the gynaecology and obstetrics ER for menstrual-like bleeding, clinical judgment bleeding after surgical intervention; she was discharged that day with the recommendation to rest. On (B)(6) 2018: nephritic colic, treated with paracetamol 1 g every 8 hours alternating with metamizole 575 mg every 8 hours for 3-4 days. On (B)(6) 2019 vaginal discharge treated with antifungal, on (B)(6) 2021 pain in both iliac fossa of hours of evolution accompanied by self-limited scarce brown spotting, clinical judgment nonspecific abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: no allergy to metals; on (B)(6) 2018: negative. Body mass index - on (B)(6) 2016: 31; on (B)(6) 2017: 32.8. Colonoscopy - on (B)(6) 2016: unremarkable. Endoscopy - on (B)(6) 2016: unremarkable. Full blood count - on (B)(6) 2012: within normal limits. Gynaecological examination - on (B)(6) 2012: soft and depressible abdomen, not painful on palpation, no peritoneal irritation. Iud strings. Normal cervix. No bleeding. Normal looking leukorrhea; on (B)(6) 2013: speculum: cervix and vagina normally epithelized. No bleeding is observed. No cervical ectopy. Normal looking flow; on (B)(6) 2015: normally epithelialized cervix and vagina. No bleeding. Normal flow; on (B)(6) 2016: normal external genitalia, normally epithelialized vagina and cervix, no active bleeding or blood remnants, discharge with normal appearance and no bad smell; on (B)(6) 2017: speculum: no current bleeding; on (B)(6) 2017: speculum: scant bleeding from colporrhaphy; on (B)(6) 2017: scant bleeding from colporrhaphy. Rest of exploration normal. Haematocrit (%) - on (B)(6) 2017: 33 %. Haemoglobin (g/dl) - on (B)(6) 2017: 11.2 g/dl. Pregnancy test - on (B)(6) 2015: negative. Specialist consultation - on (B)(6) 2018: evaluated by dermatology that rules out psoriasis. Examination: hyperkeratotic plaques on the elbows, hands, and knees. Clinical judgment: generalized eczema plaques. There is currently no evidence of allergic sensitization. Ultrasound pelvis - on (B)(6) 2012: uterus in retro of normal size. Iud well placed. Essures well located. Normal adnexa. Low amount of free fluid in douglas; on (B)(6) 2016: unremarkable; on (B)(6) 2016: essures well located. Normal ovaries; on (B)(6) 2017: unremarkable. Ultrasound scan vagina - on (B)(6) 2013: normal adnexa. Difficult visualization of essure. No free fluid; on (B)(6) 2015: adnexa pcos. Discrete amount of free fluid (maximum column 2 cm); on (B)(6) 2016: uterus in retro with proliferative homogeneous endometrium, normal adnexa, in left ovary anechoic formation of 35 mm compatible with a simple cyst, low amount of free fluid; on (B)(6) 2017: normal right adnexa, left adnexa with formation of 22 mm compatible with hemorrhagic follicle, no collections in douglas, little free fluid; on (B)(6) 2017: no hematomas, no abscesses, normal adnexa, no free fluid. Urine analysis - (B)(6) 2016: leukocytes positive; on (B)(6) 2017: nitrites positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2022: the follow information were include other health professional's reporter, patient's details, medical history, historical drug, lab data, other concomitant products, other treatment products, start date updated from (B)(6) 2012 to (B)(6) 2012, cramps of lower extremities, douglas' pouch effusion, bleeding menstrual heavy, ovarian pain, haemorrhagic ovarian cyst, bleeding postoperative, mixed incontinence, nocturia, menopause , post procedural discomfort, painful intercourse onset date added to gastric pain, device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a non-health professional and describes the occurrence of uterine perforation ("uterine perforation / organ perforation"), device expulsion ("migration of the device into the uterus") and device dislocation ("difficult visualization of essure on transvaginal echo") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain in 2011, hypogastric pain and secondary amenorrhoea in 2009, renal colic in 2008, obesity (weight 100) in 2006, suicidal depression (in hospital age 18 years) and eating disorder in 1999 and colporrhaphy (scant bleeding), retroverted uterus, atrophic gastritis, gastric disorder (malrotation), menses irregular with excessive bleeding, parity 2 (1st on (B)(6) 2008, 2nd on (B)(6) 2010), gravida ii (1 st in (B)(6) 2007), anovulation, abortion (12 weeks (voluntary interruption of pregnancy)), spontaneous abortion (7 weeks), secondary infertility (female) and depressive disorder. Date of last menstruation on (B)(6) 2010. Previously administered products included: clomiphene [clomifene] for chronic anovulation, oral contraceptive nos for ovarian cyst, progesterone for secondary amenorrhoea and diane, enantyum, nolotil [metamizole magnesium], omeprazole, mirena, metformin, oral contraceptive nos, blastoestimulina [asiaticoside] and clomiphene [clomifene]. Concurrent conditions were listed as dyspareunia since 2011, coital bleeding since 2007 and polycystic ovaries since 2006. The only concomitant product mentioned was mirena (levonorgestrel) since (B)(6) 2010. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, one day after essure insertion, she experienced post procedural discomfort ("discomfort in the hypogastrium after placement of essure"). On (B)(6) 2012 she experienced hypogastric pain ("hypogastric pain recurrent"). On (B)(6) 2013 she experienced device dislocation (seriousness criterion medically important). In (B)(6) 2016 she experienced menses delayed ("amenorrhea of two months"). On (B)(6) 2016 she experienced cramps of lower extremities ("cramps in lower limbs"). On (B)(6) 2016 she experienced douglas' pouch effusion ("low amount of free fluid"). On (B)(6) 2016 she experienced bleeding menstrual heavy ("abundant periods") and ovarian pain ("pain in the left ovary"). On (B)(6) 2016 she experienced gastric pain ("gastric pains / stomach pain"). On (B)(6) 2017 she experienced urinary tract infection ("urinary tract infection") with pyrexia, eczema, abdominal pain lower and abdominal pain lower. On (B)(6) 2017 she experienced haemorrhagic ovarian cyst ("hemorrhagic follicle / left adnexa with formation of 22 mm compatible with hemorrhagic follicle") and bleeding postoperative ("she continues with metrorrhagia, she reports that the bleeding has increased / bleeding after surgical intervention"). In 2017 she experienced menopause ("menopause"). On (B)(6) 2018 she experienced mixed incontinence ("mixed urinary incontinence") and nocturia ("nocturia of 4-5 daily episodes"). An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), partial expulsion of device (seriousness criterion intervention required), pelvic pain female ("pelvic pain"), nickel sensitivity ("allergic reaction of nickel") with pyrexia, eczema, abdominal pain lower and abdominal pain lower, polymenorrhagia ("polymenorrhoea and heavy menstrual bleeding"), genital bleeding ("hemorrhage"), metrorrhagia ("metrorrhagia recurrent"), post coital bleeding ("postcoital bleeding"), polycystic ovaries ("polycystic ovaries"), early menopause ("early menopause"), swelling nos ("swelling"), alopecia ("alopecia"), tooth loss ("dental losses"), psychological disorder nos ("psychological disorders") and painful intercourse ("intercourse pain"). The patient was treated with primolut nor 10 mg (norethisterone acetate), antiinflammatory agents, non-steroids and antiinfectives in combination, metamizole, dexketoprofen, progesterone, paracetamol, nolotil [metamizole magnesium], amchafibrin (tranexamic acid), oral contraceptive nos, ibuprofen and corticosteroids as well as surgery (laparoscopic total hysterectomy with bilateral salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain lower, allergy to metals, polymenorrhagia, genital haemorrhage, coital bleeding, polycystic ovaries, swelling, alopecia, abdominal pain upper and tooth loss had not resolved. The outcomes for uterine perforation, device expulsion, device dislocation, intermenstrual bleeding, premature menopause, mental disorder, post procedural discomfort, dyspareunia, menstruation delayed, muscle spasms, pelvic fluid collection, heavy menstrual bleeding, adnexa uteri pain, urinary tract infection, haemorrhagic ovarian cyst, post procedural haemorrhage, mixed incontinence, nocturia and menopause were unknown. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, coital bleeding, device dislocation, device expulsion, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, intermenstrual bleeding, menopause, menstruation delayed, mental disorder, mixed incontinence, muscle spasms, nocturia, pelvic fluid collection, pelvic pain, polycystic ovaries, polymenorrhagia, post procedural discomfort, post procedural haemorrhage, premature menopause, swelling, tooth loss, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: essure device placed satisfactorily. Patient assessment: not painful. Ultrasound is performed after insertion. After essure removal on (B)(6) 2017 numerous symptoms continue (sequelae not yet consolidated): swelling, allergic reaction, excessive bleeding, pelvic pain, organ perforation, haemorrhage, eczema on the entire body, gastric pain, hair loss, tooth loss, polymenorrhoea, heavy menstrual bleeding, polycystic ovaries and postcoital bleeding. She had to go several times to the emergency room (ER) due to pain after the surgery to remove the essure. On (B)(6) 2017 in ER complaining of hypogastric pain; discharged for observation at home. On (B)(6) 2017, in ER for bleeding, discharged that day. On (B)(6) 2017, in ER for menstrual-like bleeding, discharged that day, she should continue her sick leave for at least 2-3 weeks. On (B)(6) 2017, in gynaecology and obstetrics ER for menstrual-like bleeding, clinical judgment bleeding after surgical intervention; discharged that day, rest recommended. On (B)(6) 2018, nephritic colic, treated with paracetamol alternating with metamizole. On (B)(6) 2019 vaginal discharge treated with antifungal, on (B)(6) 2021 pain in both iliac fossa accompanied by self-limited scarce brown spotting, clinical judgment nonspecific abdominal pain. Gynecology and obstetrics service (B)(6) 2019: no cause-effect relationship can be established for any of the pathologies reported by patient, since many of the symptoms that she attributes to the devices were already present in her before their insertion and persist after their removal. Plaintiff does not have allergies to metals and the eczema plaques persist after device removal. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: negative; (date unknown): no allergy to metals. [Body mass index] on (B)(6) 2016: 31; on (B)(6) 2017: 32.8. [Colonoscopy] on (B)(6) 2016: unremarkable [endoscopy] on (B)(6) 2016: unremarkable [full blood count] on (B)(6) 2012: within normal limits. [Gynaecological examination] on (B)(6) 2012: soft and depressible abdomen, not painful on palpation, no peritoneal irritation. Iud strings. Normal cervix. No bleeding. Normal looking leukorrhea; on (B)(6) 2013: speculum: cervix and vagina normally epithelized. No bleeding is observed. No cervical ectopy. Normal looking flow; on (B)(6) 2015: normally epithelialized cervix and vagina. No bleeding. Normal flow; on (B)(6) 2016: normal external genitalia, normally epithelialized vagina and cervix, no active bleeding or blood remnants, discharge with normal appearance and no bad smell; on (B)(6) 2017: speculum: no current bleeding; on (B)(6) 2017: speculum: scant bleeding from colporrhaphy; on (B)(6) 2017: scant bleeding from colporrhaphy. Rest of exploration normal [haematocrit] on (B)(6) 2017: 33 %. [Haemoglobin] on (B)(6) 2017: 11.2 g/dl. [Hysteroscopy] on (B)(6) 2012: essure tubal occlusion. Satisfactory placement. Number of turns right tube 3, number of turns left tube 3. X-ray. [Pregnancy test] on (B)(6) 2015: negative. [Specialist consultation] on (B)(6) 2018: evaluated by dermatology that rules out psoriasis. Examination: hyperkeratotic plaques on the elbows, hands, and knees. Clinical judgment: generalized eczema plaques. There is currently no evidence of allergic sensitization. [Ultrasound pelvis] on (B)(6) 2012: uterus in retro of normal size. Iud well placed. Essures well located. Normal adnexa. Low amount of free fluid in douglas; on (B)(6) 2016: unremarkable; on (B)(6) 2016: essures well located. Normal ovaries; on (B)(6) 2017: unremarkable. [Ultrasound scan vagina] on (B)(6) 2013: normal adnexa. Difficult visualization of essure. No free fluid; on (B)(6) 2015: adnexa pcos. Discrete amount of free fluid (maximum column 2 cm); on (B)(6) 2016: uterus in retro with proliferative homogeneous endometrium, normal adnexa, in left ovary anechoic formation of 35 mm compatible with a simple cyst, low amount of free fluid; on (B)(6) 2017: normal right adnexa, left adnexa with formation of 22 mm compatible with hemorrhagic follicle, no collections in douglas, little free fluid; on (B)(6) 2017: no hematomas, no abscesses, normal adnexa, no free fluid [urine analysis] on (B)(6) 2016: leukocytes positive; on (B)(6) 2017: nitrites positive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: follow up was received via lawyer: reporters added. Medical history (retroverted uterus, colporrhaphy, gastric malrotation, chronic atrophic gastritis, suicidal depression) and tests (insertion data) added. Comment added: no cause-effect relationship can be established for any of the pathologies reported by patient, since many of the symptoms that she attributes to the devices were already present in her before their insertion and persist after their removal. Plaintiff does not have allergies to metals and the eczema plaques persist after device removal. Further company follow-up with the non-health professional is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("will undergo a surgery after 2 years of waiting") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. After 2 years of waiting, the patient will undergo a medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery and essure will be removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.